Event description:
Vns pt was experiencing "a lot of seizures". It was reported that on one day, the pt experienced 5 generalized tonic-clonic seizures within two hours. According to the pt's family member, the pt has been missing a lot of school due to seizures. The pt has also experienced itching, behavioral issues, feeling like their skin is crawling and an increase in coughing. The pt reportedly attacked a neighbor, at which time their family member had to physically restrain them. There have reportedly been some medication changes since the onset of symptoms and it was reported that last blood levels (date unk) showed that the pt' medication levels were high. The pt has recently changed to a different neurologist and their family member believes that they are over-medicated. Investigation has been unable to determine whether the recent increase in seizures activity is above pre-vns baseline frequencyas no response has been received to MFR's requests for additional info from treating neurologist (via fax x1).